Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed on (B)(6), 2021. As reported by the patient's attorney, post procedure, pelvic pain, back pain, failed sling, urinary retention, infections, bleeding and dyspareunia. The patient also reported suffering, loss of enjoyment of life, anxiety, depression, physical impairment, permanent physical injury and more.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6), 2021, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).